Event description:
Customer called in with a complaint on multiple units at their facility showing an electrical test code 58 (power up vent test failed). (B)(6) the technician for this hospital has already replaced the drive assembly (0104-00-0018) in these units but the code seems to still be coming back. The customer would like an explanation as to why after these repairs are done is the code still showing. No service was dispatched at the time due to (B)(6) already scheduled to be on site. The unit did not have any pt involvement. These errors were found during routine pm checks.

Manufacturer narrative:
This complaint is under investigation. A supplemental medwatch will be submitted when more info becomes available. (B)(4).